Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See case (B)(4) for additional information. Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 436 mg/dl at the time of the incident. The customer experienced symptoms such as nausea, vomiting, shaking while sleeping, palpitations, and difficulty breathing. The customer was wearing the insulin pump during the incident, and a bent cannula was noticed at the hospital. Troubleshooting was not completed as the customer declined. Customer also called about the pro set recall and states they had diabetic ketoacidosis and hospitalizations due to set kinking. The insulin pump will not be returned for analysis.